Manufacturer narrative:
Updated product information in section d with corrected data.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker failure, and they could not confirm if there was audio. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). A field service engineer (fse) went onsite and found that the x3 displayed a "speaker failure" message. It was not possible to understand if the sounds were heard, because it was connected to the main unit. The fse replaced the internal speaker, and the test operation was ok. The monitor was ready for clinical use. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker.